Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate of a homechoice device became very hot and the heater bag burst. The technical services representative arranged a swap of the device and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log of the device could not confirm the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with no issues noted. Functional testing, electrical safety testing, and simulated therapy were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.